Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was due to corrosion on the battery board. Upon further investigation, the q1 and u13 cmos flash microcontrollers on the bedside board were internally shorted, as well as the y1 crystal oscillator being internally open, causing the charger resets. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the shorted and open components was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.